Manufacturer narrative:
The cot was evaluated by an authorized field service technician at the customer's location. A visual and functional test of the cot was performed and no malfunctions of the safety bail or drop frame were found. The cot was operating according to specification and was returned to service. Followup communication was made with the complainant and they stated they had received no further communication from the hospital regarding the patient and any required treatment for the alleged injury. The complainant confirmed the alleged injury at the time of the incident was abrasions to the patient's arm and that the cot was returned to service and has been functioning properly since the incident. The user manual for the cot was reviewed and confirmed that there are clear instructions on the steps required to unload the cot from the ambulance and the requirement of a 2nd medic to be positioned at the head end of the cot to assist in releasing and controlling the head end of the cot.

Event description:
It was reported while unloading a patient from the ambulance, the stretcher allegedly missed the safety hook on the floor of the truck and the stretcher came out of the ambulance and rolled onto its side. The patient allegedly sustained a minor abrasion on their arm. No further information was provided on the initial report. An investigation and evaluation of the stretcher has been initiated.

Event description:
It was reported while unloading a patient from the ambulance, the stretcher allegedly missed the safety hook on the floor of the truck and the stretcher came out of the ambulance and rolled onto its side. The patient allegedly sustained a minor abrasion on their arm. No further information was provided on the initial report. An investigation and evaluation of the stretcher has been initiated.